Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the surgical arm was working as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviated screw during the case. There was no patient harm and the procedure was delayed less than an hour.